Manufacturer narrative:
A medtronic representative went to site to test the equipment. Pcba board was replaced. Representative noticed that smell was coming out of the board. Closer inspection of the board revealed that a capacitor on the board over heated and there were burn marks on the inside of cover. Representative was confident that the board was the source of the issue. System checkout was performed after replacing the board. System passed all tests and is working normally. The suspect board has been received by manufacturer for evaluation. The received pcba board failed visual inspection as the power resistor o the board was electrically over stressed. Due to the electrical overstress of the resistor functional testing could not be performed.

Event description:
A medtronic representative reported that, while outside of a procedure, an expected noise emitted from the viewing station of the imaging system. Following the noise, smoke was observed emitting from the back of the viewing station of the imaging system. It was noted that a thermal event did not occur. The imaging system was powered down. Following charging, the imaging system powered on and functioned without fault. There was no patient present at the time of the issue.